Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (biomed). To resolve the reported issue, the biomed replaced the power control board, rocker switch, and power logic board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the biomed identified a burnt power control board. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burnt power control board. This was identified during troubleshooting a blank lcd display and continuous beeping. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt board. The biomed replaced the power control board, rocker switch, and power logic board to resolve the machine issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power board has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burnt power control board. This was identified during troubleshooting a blank lcd display and continuous beeping. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt board. The biomed replaced the power control board, rocker switch, and power logic board to resolve the machine issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power board has been discarded and is not available to be returned to the manufacturer for physical evaluation.